Manufacturer narrative:
Corrected information was added in h.6. And h.11. H.6. (B14 - analysis of production record was corrected to b22 - insufficient information available). Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of plunger damaged the intraocular lens. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).